Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA alleging her one touch ultramini meter was displaying the message ¿error 1¿. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged error message first appeared on (B)(6) 2018 at dinner time. The patient informed the csr that she manages her diabetes with novolog insulin (self-adjuster). It was not reported if the patient made any changes to her usual diabetes management regimen due to the error message appearing. Approximately 2 hours after the alleged product issue occurred, the patient developed symptoms of ¿headache, shaky, no stableness¿. The patient reported taking more food and drink as a result of the alleged issue, but denied receiving any medical treatment/intervention. It was not reported if the patient used any other device to test her blood glucose. During troubleshooting, the csr noted that it was not the first time the patient had used the subject meter and the csr could not resolve the alleged issue by replacing the battery. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.